Event description:
It was reported that electromagnetic interference (emi) occurred during a colonoscopy where electric bistoury was used. When this was used, the patient felt a jolting sensation and then nothing more. The device could not be interrogated anymore. The device was replaced and during the surgery the lead was tested for a clinical response and impedances. The lead was functional and thus connected to the new device. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was functionally okay and no significant anomalies were found.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.